Event description:
The customer observed false initial reactive architect anti-hbs results on one 72yrs old female patient that was nonreactive on other methods. The results provided were: anti-hbs=73.24 miu/ml (>or =10 miu/ml consider being protective against hepatitis b viral infection) /repeated on sysmex and johnson & johnson=nonreactive there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product list 7c18, that has a similar us product distributed in the us, list 1l82.

Event description:
The customer observed false initial reactive architect anti-hcv and anti-hbs results on one 72yrs old female patient that was nonreactive on other method. The results provided were: anti-hbs=73.24 miu/ml (>or =10 miu/ml consider being protective against hepatitis b viral infection) /repeated on sysmex and johnson & johnson=nonreactive anti-hcv initial=reactive (no actual results provided) /repeated=3.03 s/co (> or = 1.00 s/co=reactive) /hcv-rna=not detected there was no reported impact to patient management. Per q-22-01-015 edition 009, false reactive anti-hbs results are reportable. There was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data for architect anti-hbs reagent, lot 57119fn01. The ticket search determined that there is as expected complaint activity for the likely cause lot. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not completed as returns were not available. Historical performance of the architect anti-hbs reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The median value of the patient population for the complaint lot 57119fn01 is within the established limits and comparable to historical reagent lot performance. All field data demonstrating that the lot is performing as expected. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect anti-hbs reagent, lot 57119fn01.